Event description:
A malfunction was reported on the pump by the caller. Blood glucose level remained within the normal range with no adverse impact. The caller reset the pump with assistance from technical support, and the malfunction code did not recur. The customer was advised to continue using the pump and to reach out again if any issues reoccurred.